Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred that indicated that the cartridge could not be used. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.